Event description:
The pt sat down on the seat of the chair when it was not fully open. Her finger was caught between the seat tubes she suffered a fractured finger.

Manufacturer narrative:
The pt sat down on the chair before it was completely open. Her hands were under the seat and one finger got caught between the seat tubes when it fully opened. She suffered an open fracture of the finger. She was taken to surgery and the fracture was repaired. The sample was not returned for eval. This reported lot number indicates this device was part of a field corrective action that took place in march of 2008. We have no record of this facility's purchase of this device. The facility was not certain where they purchased the chair. The facility would not release the sample but sent photos of the chair. The photo of the upholstery back shows that the upholstery had not been replaced as directed in the field corrective action of march of 2008.